Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 250-590 mg/dl and was hospitalized; cause was unknown. Customer received an insulin drip, fluids, and nausea medication to address bg levels. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Additionally, it was reported that the battery was depleting quickly. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.